Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo and observed blood leaking out and air started going in issues. During the procedure with the patient on the table and catheters in the heart, the vizigo sheath was used to go transseptal. Once the wire was removed, blood started leaking out and air started going in. The physician had to quickly and safely reinsert the wire in order not to lose the transeptal and replace the vizigo to prevent the leakage. The physician feels that it was a broken membrane that caused the issue. The new vizigo solved the issue and the case continued with no further problems with the vizigo. No patient consequence. Additional information was received. Not known if the hemostatic valve dislodged inside the hub. The hemostatic valve did not dislodge outside of the hub. The brim cap / hub did not become detached from the sheath. The sheath was being used on the patient. Air entered the patient¿s body. However, there was no patient consequence. The patient did not require treatment. Unknown the volume of blood that was lost. The needle details were unknown. Unknown which aspect of the part was broken, as there was no visible damage to the product. The physician only inferred that there was a valve or membrane broken, as there was air leaking into the sheath and blood leaking out of the sheath. The blood leaking out and air started going in issues were assessed as MDR reportable malfunctions. The reported air entered the patient¿s body; however, there was no patient consequence was assessed as non MDR reportable for a patient event non serious. The patient was asymptomatic (as implied) and the air was noticed as an observation, did not require medical or surgical intervention, there was no report of permanent impairment, no report of radiographic evidence of infarction, and no report of extended hospitalization was reported.

Manufacturer narrative:
H6. Medical device problem code of ¿appropriate term/code not available (a27)¿ represents patient event non serious. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo. During the procedure with the patient on the table and catheters in the heart, the vizigo sheath was used to go transseptal. Once the wire was removed, blood started leaking out and air started going in. The physician had to quickly and safely reinsert the wire in order not to lose the transeptal and replace the vizigo to prevent the leakage. The physician feels that it was a broken membrane that caused the issue. The new vizigo solved the issue and the case continued with no further problems with the vizigo. No patient consequence. Additional information was received. Not known if the hemostatic valve dislodged inside the hub. The hemostatic valve did not dislodge outside of the hub. The brim cap / hub did not become detached from the sheath. The sheath was being used on the patient. Air entered the patient¿s body. However, there was no patient consequence. The patient did not require treatment. Unknown the volume of blood that was lost. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 10-mar-2025. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual analysis of the returned sample revealed that the hemostatic valve of the device was observed with stress marks and dislodged in the hub. The silicon ring was observed in its place and the brim cap had evidence of adhesive. A device history record was performed for the finished device batch number, and no internal actions were identified. The hemostatic valve separation could be related to the hemostatic valve leak, and air flows back issues reported by the customer, the complaint was confirmed. The potential cause of the separation of the valve could be related to the incorrect insertion of the dilator into the sheath; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. H4. Device manufacture date has been added. Additional information was received on 28-feb-2025. Unexpected or prolonged care. No person affected. Clarification is being requested for this additional information received. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 30-apr-2025. The patient did not require extended hospitalization. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).